Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a primary audible alarm in the event history log (ehl). The alarm was not reproduced during functional testing. The reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a primary audible alarm. No patient injury or complications were reported in relation to this event.